Manufacturer narrative:
(B)(4). A visual inspection cannot be conducted since the sample involved in the customer complaint nor pictures were sent for analysis. A functional inspection cannot be conducted since the sample involved in the customer complaint nor pictures were sent for analysis. The device history record of batch numbers (B)(4) have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. No additional tests were performed as part of this investigation. A corrective action cannot be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet tip broke from the suture when shooting the bullet through the ligament. The physician had to bend the capio device open to make sure the bullet tip had not fallen into the patient which it had not. They opened a new device and could proceed with the operation. The patient's condition was reported as stable following the procedure.